Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref#: (B)(4) lot: 0248181 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot: 0248181 was manufactured according to specifications and met performance requirements. Customer reported positive results on samples when tested with the bd sars-cov-2 reagents for bd max system, which were negative with another method (genexpert). Customer provided four run files from bd max instrument ct1399 for investigation (runs#: (B)(4). The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use, except for the sample volume that was set to 950l instead of 600l. This is an off-label use of the bd sars-cov-2 reagents. Manual pcr curve adjudication was conducted across four discrepant results identified by the customer (#(B)(4). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of pcr curve of sample #: (B)(4) show a true amplification for n1 and n2 target without anomaly. According to the complaint test, this sample was later confirmed as positive. Analysis of pcr curve of samples#: (B)(4) show true but late amplification for n1 target without anomaly, indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental contamination introduced during the sample preparation at the customer¿s site. Cross contamination from other samples of the samples provided was excluded since no positive sample was tested in those runs. Bd was unable to find the exact cause of the customer¿s positive results. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot: 0248181. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while using sars-cov-2 four (4) false positive results were obtained, the customer reran the samples on gene expert and the results were negative. Two (2) samples were re-tested on the bd max and two (2) were sent out to a reference lab, all results were negative. There was no indication that erroneous results were not reported out and or any report of patient impact. Eua: (B)(4).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using sars-cov-2 four (4) false positive results were obtained, the customer reran the samples on gene expert and the results were negative. Two (2) samples were re-tested on the bd max and two (2) were sent out to a reference lab, all results were negative. There was no indication that erroneous results were not reported out and or any report of patient impact. (B)(4).